Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to stop fill tubing, however the pump had customer return back to filling the cartridge with insulin. The customer stated the fill cartridge was repeated and was able to complete load. The customer blood glucose was 291 mg/dl as it took awhile to resume pump therapy. The customer indicated that the pump would be used to lower blood glucose level. Troubleshooting with tandem customer technical services determined the pump function as intended.